Event description:
Reporter indicated that patient presented for office visit where high lead impedance was obtained on a system diagnostics test indicated a suspected device malfunction. A gross lead discontinuity was noted directly caudal to the negative electrode in an x-ray review performed by manufacturer. Patient's lead was subsequently replaced. To date lead in question has not been received into product analysis.

Manufacturer narrative:
X-rays reviewed by manufacturer. Manufacturer noted gross lead discontinuity directly caudal to the negative electrode. Device malfunction occurred, but did not cause or contribute to a death or serious injury.